Manufacturer narrative:
H10: philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The investigation found that a network cable was disconnected. Additionally, configuration was needed. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that caregroup alarm issues were occurring on their system. The device was in use on a patient. There was no report of patient or user harm.